Manufacturer narrative:
Device not returned.

Event description:
It was reported that the battery gauge was fluctuating. The customer declined follow-up troubleshooting with tandem technical support, therefore no additional information could be obtained.